Event description:
It was reported that the customer went to the emergency room, and was subsequently hospitalized due to an elevated blood glucose (bg) level of 1058 mg/dl and diabetic ketoacidosis. The customer was treated with intravenous saline and insulin, and was released from the hospital on (B)(6) 2021. In addition, lab tests were performed at the hospital and indicated that the customer's kidneys were possibly affected. The cause for the reported issue was unknown. Tandem technical support reviewed pump data and determined the pump functioned as intended.